Event description:
The resmed s8 CPAP unit was reported to have a burning smell.

Manufacturer narrative:
On the 14-sep-2009, the complaint unit was received at resmed corp located in (B) (4). Visual inspection of the internal and external housing of the CPAP unit suggest the unit standing in a quantity of water for a period of time. Water ingressed into the unit leading to a short circuit, with subsequent overheating and charring of both psu and device casing. Visual inspection of the humidifier tub identified a crack at the bottom of the plastic tub through which water was leaking. The pt revealed to the dme that their humidifier was leaking water. The pt then placed the CPAP unit and humidifier in a plastic container and continued using until the malfunction occurred. There was no adverse event reported for this incident.